Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional concomitant medical products: item # 11-103207, stem, lot # 392420; item # 11-173663, head, lot # 323990. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-08356, 001825034-2018-08357.

Event description:
It was reported that a patient is experiencing ongoing pain and elevated ion levels approximately 13 years post implantation. The patient will continue the need to be monitored for elevated ion levels. Attempts have been made, and no further information was available.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.